Manufacturer narrative:
Device passed selftest and displacement test. Device received with the audio alert functioning properly. Hardware low level failures alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace (sda) on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was hardware low level failure alarm occur during self test. Customer's blood glucose was unknown. Customer stated that clear alarm and finish complete prime process. Customer also stated that insulin pump had received alarm on second occurrence and run a self test and the self test was not ok. The insulin pump will be returned for analysis.